Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device bearings were corroded, the cable was damaged, the hose had a hole, the motor and control unit had liquid damage, a test run was not possible and the device displayed an e8 (system fault) error code. It was further determined that the device failed pretest for safety assessment, motor thermistor assessment and loctile & cable assessment. It was noted in the service order that the console displayed an e8 error code. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.